Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal remained inside of the loading upon removal from the delivery device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were located inside the body of the loading device. The green slide lock remained locked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).